Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly resulting in the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date updated from estimation to actual date of procedure.

Event description:
Subsequent to the initially filed report, the following information was provided: the 5mm lesion in the femoral artery was heavily calcified and totally occluded. A 6f 55 cm unspecified sheath was placed and the lesion was prepped with a 6mm unspecified balloon catheter inflated to nominal pressure for three minutes. A 5.5 x 200 mm supera self expanding stent system (sess) was advanced and the stent was attempted to be deployed 30 cm distal to the introducer sheath. During deployment of the stent, the thumb slide was advanced; however, the stent did not advance [ratchet] with the initial slides. After three attempts, the stent deployed. The stent deployed at the target lesion and to nominal length. The sess was removed under fluroscopy. No additional information was provided.

Manufacturer narrative:
B3 and d6: estimated dates. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. During deployment of an unk supera self expanding stent, the cursor (thumb slide) was moved; however, a portion of the stent did not deploy [partial deployment]. After three attempts, the stent finally released. There were no reported adverse patient effects. No additional information was provided.